Event description:
User allegedly had a "meter giving error 6 message every time strip was inserted". Customer service sent a replacement for the reporting pharmacy. The pharmacy replaced end user's device.